Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the cmos battery resolved the issue. The system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was no signal on screen and the pc would not boot properly. The computer fan was turning on and shutting off again every couple of seconds. No patient present.